Manufacturer narrative:
Correction: delete (1) 8100 from initial report. The customer¿s report of an over infusion of oxaliplatin was not confirmed or replicated. Log analysis confirmed that oxaliplatin was remotely programmed as a primary infusion on channel a at 2:23 pm, instead of a secondary infusion as reported by the customer. The medication infused until an air in line alarm occurred at 3:51 pm; the module was then channeled off. Testing and inspection of the pump module showed no malfunctions and the device was infusing within specification. The root cause of the reported over infusion was not determined.

Event description:
The customer reported that a secondary infusion of oxaliplatin 74 mg/250 ml 5% dextrose, rate 125 ml/hr, vtbi 250 ml was started at 1423. After 90 minutes, the full volume of the drug had infused and the pump was turned off when it alarmed for air in line, which was 30 minutes earlier than expected. The pump showed 183 ml infused. There was no report of patient harm.

Event description:
The customer reported that a secondary infusion of oxaliplatin 74 mg/250 ml 5% dextrose, rate 125 ml/hr, vtbi 250 ml was started at 1423. After 90 minutes, the infusion stopped, the channel stopped and no longer communicated with the pc unit. The clinician reported that the infusion ran without incident. The pump module alarmed for ail and the secondary bag was found empty at 1530, thirty minutes sooner than expected. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of an over infusion of oxaliplatin was not confirmed or replicated. Log analysis confirmed that oxaliplatin was remotely programmed as a primary infusion on channel a at 2:23 pm, instead of a secondary infusion as reported by the customer. The medication infused until an air in line alarm occurred at 3:51 pm; the module was then channeled off. Testing and inspection of the pump module showed no malfunctions and the device was infusing within specification. The root cause of the reported over infusion was not determined.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a secondary infusion of oxaliplatin 74 mg/250 ml 5% dextrose, rate 125 ml/hr, vtbi 250 ml was started at 1423. After 90 minutes, the infusion stopped, the channel stopped and no longer communicated with the pc unit. The clinician reported that the infusion ran without incident. The pump module alarmed for ail and the secondary bag was found empty at 1530, thirty minutes sooner than expected. There was no report of patient harm.